Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous case report was received on 29-mar-2013 from a physician database extraction regarding a 52 years old female patient, initials unknown with grade 3-4 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On (B)(6) 2000, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection (dosage regimen not provided) in right knee. The lot number of synvisc was not provided. On (B)(6) 2000, (6 days after the injection), the patient experienced synovitis in right knee. The patient was treated for synovitis with 2 cc of intramuscular celestone (betamethasone). On (B)(6) 2008, (a week later) the patient recovered from the event of synovitis in right knee. Action taken with synvisc therapy was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. Follow-up information was received on 10-apr-2013 and the patient initials were reported as (B)(6). The qa (quality assurance) investigation results were received on 10-apr-2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.